Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements. Subsequently, the patient underwent a revision procedure, and the pace sense portion of the lead was surgically capped/abandoned (the lead remains implanted but out-of-service) and another rv lead was successfully implanted. Besides intervention, there were no other adverse patient effects reported. The patient is being remotely monitored and device alerts are enabled for out-of-range lead measurements.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements. Subsequently, the patient underwent a revision procedure, and the pace sense portion of the lead was surgically capped/abandoned (the lead remains implanted but out-of-service) and another rv lead was successfully implanted. Besides intervention, there were no other adverse patient effects reported. The patient is being remotely monitored and device alerts are enabled for out-of-range lead measurements.

Manufacturer narrative:
This lead remains implanted (but out of service); therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.